Event description:
It was reported that after the set change, the patient noticed her blood glucose levels beginning to rise. She stated that she realized the tubing had become disconnected from the infusion set at the insertion site and she was unsure how the disconnection occurred and did not feel any tugs on the set. The infusion set was last replaced within 24 hours. There was patient involvement with no harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.